Event description:
It was observed that a fastener backed following surgery for sacral insufficiency fractures. This observation was made at 2.5 weeks post-op.

Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as the device lot number is unknown. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
UDI related data quality updates, product information update, & initial reporter updates: this follow-up report includes the addition of the brand name, model number, full UDI, and 510(k) number, which were missing from the initial report. This report specifies that this is not a combination product. Additionally, this report updates the initial reporter information to the physician who initially reported the issue.